Event description:
On (B)(6) 2014, the reporter contacted animas, alleging an audio tone/vibration (no vibration) issue. The reporter stated that the pump did not vibrate when giving a bolus. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 03/03/2014 with the following findings: during testing, the pump vibratory alarm was not functioning. The pump case was removed and the vibration motor was found to be misaligned.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.